Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Company representative reported on behalf of patient "feels like rippling or emptying, smaller and very noticeably lower". Later patient reported "capsular contracture baker grade unknown and looks like it might be leaking". This record is for the right side. Device remains implanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2021-47606. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Company representative reported on behalf of patient "feels like rippling or emptying, smaller and very noticeably lower". Later patient reported "capsular contracture baker grade unknown and looks like it might be leaking". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ deflation: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Company representative reported on behalf of patient "feels like rippling or emptying, smaller and very noticeably lower". Later patient reported "capsular contracture baker grade IV and looks like it might be leaking". Later healthcare professional reported "possible deflation". Later healthcare professional reported "deflations". This record is for the right side. Device was explanted.

Manufacturer narrative:
Reason for reoperation: deflation and capsular contracture, baker grade IV.

Event description:
Company representative reported on behalf of patient "feels like rippling or emptying, smaller and very noticeably lower". Later patient reported "capsular contracture baker grade unknown and looks like it might be leaking". Healthcare professional later reported capsular contracture baker grade IV with a "possible" deflation. This record is for the right side. Device remains implanted.